Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's ins was overdischarged due to compliance issues with charging. There was no response from the pro grammer when trying to connect. The rep attempted a trickle charge in the office, but was not successful. The patient was given instructions to trickle charge at home and they would call the rep to report their progress. No symptoms were reported. (B)(6) 2020 overdischarge did not resolve . Provider was aware. Pt to schedule appointment for stimulator replacement.